Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. The customer initially followed technical support's instructions to troubleshoot by disconnecting the tubing and delivering a bolus, which did not resolve the issue. Despite these efforts, the occlusion alarm recurred multiple times, leading the customer to resort to using multiple daily injections (mdi) since the pump was out of warranty. The customer planned to contact their clinic, and the case was subsequently closed.